Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient had a radiofrequency neurotomy injection.

Manufacturer narrative:
Additional information was received that the patient's ipg had migrated and moved closer to the spine. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient had a radiofrequency neurotomy injection.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg revision procedure wherein the physician moved the battery to the side. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient had a radiofrequency neurotomy injection.